Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 4.10d. Retainer ring = black. Case type = ngpthe customer was hospitalized for alleged high bgs/ketones, possible under delivery anomaly and insulin flow blocked alarm/no delivery alarm on 20-feb-2021. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No damage noted on the original battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses listed in the pump history file on the event date 20-feb-2021. 02/20/2021 03:46:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = 1 02/20/2021 15:19:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3 bolusamountdelivered = 0.6 02/20/2021 15:20:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.4 bolusamountdelivered = 0 02/20/2021 15:24:04.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 0.45 02/20/2021 15:30:50.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.4 02/20/2021 16:59:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.7 bolusamountdelivered = 2.7 02/20/2021 18:17:58.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5. There was no auto suspend alarm noted in the pump history file on the event date 20-feb-2021. Please see below for the user suspended listed in the pump history file on the event date 20-feb-2021. 02/20/2021 19:13:56.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended please see below for the no delivery alarm listed in the pump history file on the event date 20-feb-2021. 02/20/2021 15:19:54.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 02/20/2021 15:20:28.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 02/20/2021 15:24:04.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 02/20/2021 15:24:52.000 alarmalertnotification faultnumber = no delivery (7) - during prime 02/20/2021 15:30:50.000 alarmalertnotification faultnumber = no delivery (7) - during bolus 02/20/2021 16:45:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal the pump did not have a battery installed when received. The pump passed the functional testing. Unable to confirm alleged high bgs/ketones. Possible under delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer was hospitalized for high blood glucose and ketones on february 20,2021 with blood glucose of 28.9 mmol/l. The customer was using the insulin pump within 48 hours of high blood glucose. The device will not be returned for analysis.